Event description:
Customer reports that for the past six or seven months he has had high blood glucose on the first day only of changing infusion set. Customer's blood glucose was 422 mg/dl, which was treated with manual injection. Customer declined troubleshooting and states it may be a site issue and will change site. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.